Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-apr-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system exhibited a cannot open database error after a power surge. A technical support specialist (tss) identified that the logs showed continuous errors and recovery process did not seem to progress past 1% even after waiting hours. Tss dropped the database after verifying all data was uploaded before the medication application failed and full synced the device. Tss also updated the maintenance file to run daily instead of weekly to prevent the database bloating. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es unable to use amidst, cannot open database error after a power surge. Multiple reboots were attempted, but the screen could not proceed to launch the application. The customer stated that this malfunction occurred while dispensing the medication. However, there were no delays or adverse events or injuries reported based on this event.